Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The vessel sealer extend instrument involved with this event has not been received for failure analysis evaluation. Review of the advanced instrument log showed the vessel sealer extend instrument was installed on the system seven times and passed homing seven times. Qty 7 "cut" events were completed without any errors. E-100 logs showed qty 7 "seal" events for this instrument, out of which qty 7 show no error. System logs showed no errors related to use of the vessel sealer in the procedure. Review of the system log was performed and revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy procedure, there was insufficient sealing with the vessel sealer extend instrument. The issue occurred when several vessels were sealed with the instrument and when the patient was taken to "resuscitation", the drain had filled with blood. An emergency thoracotomy was performed when the stump of the affected artery was observed to have opened.

Manufacturer narrative:
It was reported that after a da vinci-assisted pulmonary lobectomy procedure, bleeding occurred due to insufficient seals performed with the vessel sealer extend (vse) instrument. This event occurred after the da vinci-assisted procedure was completed robotically; the patient was already awake in the operating room when the bleeding was noticed in their drain. It was reported that the patient was taken to "reanimation." The patient underwent an emergent, open procedure (thoracotomy) to resolve two vessels bleeding. The vessels were sutured and clipped to resolve the bleeding. The patient lost 2,500ml¿s of blood, and ten bags of blood were transfused due to this event. The surgeon believes the cause of this event was insufficient sealing caused by the vse instrument. Additionally, the patient was hospitalized longer than initially planned due to this complication. The patient has been discharged home. The da vinci system and instruments used during the initial procedure were inspected prior to use without any reported abnormalities noticed. During the procedure, the vse instrument performed without issue. The vse instrument did not experience delayed sealing during the procedure. During the procedure, the vse instrument did not appear to insufficiently seal tissue; the instrument behaved as expected. The audible tones indicated that the seals were completed successfully. The vse instrument jaws did not come into contact with hard objects, nor was it contaminated by bio-debris. The procedure was completed without complications, and without delays. The vse instrument used during this event was discarded, so it cannot be returned. The video received of this event was reviewed: in the video clip, the surgeon uses a vessel loop to retract the targeted vessel and installs the vessel sealer extend (vse) on arm1 for sealing. The vse is positioned around the vessel and seal energy is activated, followed by mechanical cut. Tissue effect is visible and there is no bleeding from vessel in the video clip. Within the bounds of the video clip, the sealed vessel appears hemostatic. The audio of this event was not provided to determine if the system indicated if the seal was completed during this attempt.

Event description:
Refer to h10/h11 for follow-up information.